Event description:
It was reported that the pulse generator exhibited backup vvi mode. The patient had been exposed to radiation therapy in the last few months. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.